Manufacturer narrative:
Due to the communication error between the physician and the cleaning staff, the pigtail stent was left in the endoscope's forceps channel. Since ed-580t is similar to ed-580xt (510(k) number; k191747) marketed in u.s., fujifilm submit this MDR. The UDI-di for ed-580tx in the united states is (B)(4).

Event description:
During an ercp using the duodenoscope ed-580t, a fragment of a pigtail stent that had been removed from another patient during a previous duodenoscopy was ejected from the duodenoscope. The pigtail stent was retrieved from the digestive tract using the duodenoscope. The physician was aware that the pigtail stent had torn inside the duodenoscope during the previous ercp. However, the physician did not inform the cleaning staff. The facility believes that the risk of cross-infection is small.